Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to corrupted main firmware. The firmware was reloaded to resolve the report. It could not be firmly established what cause the corruption to the software. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.